Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pacing impedance measurements. Subsequently, a revision procedure was performed, and this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.